Manufacturer narrative:
Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Event description:
It was reported the test of the two ballonet was performed before use. After the oti (orotracheal intubation) on the patient, and a resistance test was performed, the blue cuff of the distal route showed little resistance, with perforation of the cuff being found. No patient injury was reported.